Manufacturer narrative:
A1: patient identifier: (B)(6); reported here as the patient identifier exceeded the character limit for designated field. E1: initial reporter phone: (B)(6); reported here as the initial reporter phone exceeded the character limit for designated field.

Event description:
It was reported that during preparations for a farapulse procedure to treat paroxysmal atrial fibrillation, after flushing the faradrive sheath outside the patient, it was found that the three-way valve of the sheath could not be closed tightly. The three-way valve was unable to fix the direction for liquid drainage and air removal. No air was observed in the sheath. The sheath was replaced with a similar device, and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis.